Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the capacitors and the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device battery faster than normal.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device was returned for analysis.

Manufacturer narrative:
Correction: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Further interrogation of the device confirmed that it was not operating or pacing in safety mode. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the capacitors and the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device battery faster than normal.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device was returned for analysis.